Event description:
It was reported that the external pulse generator had cracked front and rear cases, a scratched and damaged overlay and a broken battery door. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had cracked front and rear cases, a scratched and damaged overlay and a broken battery door. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator had cracked front and rear cases and that the battery drawer was broken. Analysis also found the keyboard scratched, the ring cover, both bail covers and the lead flex cover broken and that the battery contacts were compressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.